Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was unable to open. A field service engineer uninstalled center column, removed oxidation from all of the micro switches, re-seated connections, replaced latch for door-3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower fridge failed to open and it was showing failed hardware and not able to recover the failed drawer. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.